Event description:
It was reported that during the implant procedure the physician noticed a small curvature at the tip of the lead resulting in the electrode changing trajectory through the brain. The lead was removed and another two leads were used but the same issue was apparent on both leads. All leads were removed and the procedure was cancelled.

Manufacturer narrative:
Analysis of the returned leads revealed that the leads are slightly curved. However, the distal end straightness specification was checked, and the returned leads were confirmed to be still within the specification. The leads have a displacement of less than 1.3 mm relative to the vertical. Based on the provided information, the investigation concluded that although the distal tips of the leads are slightly curved the leads remain within the specification. Therefore, a probable cause cannot be determined as no problem has been detected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7071022 and 7071037.

Event description:
It was reported that during the implant procedure the physician noticed a small curvature at the tip of the lead resulting in the electrode changing trajectory through the brain. The lead was removed and another two leads were used but the same issue was apparent on both leads. All leads were removed and the procedure was cancelled.